Manufacturer narrative:
(B)(4). Batch # n91669. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
The titanium tip broke during the procedure. Changed another one to complete the procedure. The reporter claimed it might cause patient injury. No additional information can be provided.